Manufacturer narrative:
Methods, results and conclusions: the fragment of the implant involved in this case were not returned to 3m espe for eval.

Event description:
On (B)(6) 2012, it was reported to 3m espe that a mdi (B)(4) implant broke during placement and the fragment remaining in the bone was removed the same day. For this add'l surgery, the dentist used a trephine drill and a lever. The surgery was performed without complications. According to the dentist the pt is fine.